Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years and ten months later, computed tomography (CT) revealed that the apex of the filter was located at approximate inferior l3 vertebral body level. The apex of the filter was close to the right anterolateral wall of the inferior vena cava. The filter was vertical and straight. The apex of the filter was located approximately 5 cm inferior to the renal veins. The filter was tilted anteriorly and to the right. Proximal cone lies on the wall of the inferior vena cava possibly embedded in it. The filter legs were penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One of the filter legs penetrates the wall of the abdominal aorta. One of the filter legs was contact with the right lateral wall of the l4 vertebra with some associated chronic reactive changes. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter h10: b5, d4(expiry date: 12/2006), g3, g4 h11: d1, d4, h6(method, results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the abdominal aorta, lumbar vertebra, and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter perforation, tilt, and embedment. Furthermore, it was alleged that the filter struts were perforating the inferior vena cava wall, abdominal aorta, and lumbar vertebra. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation and filter tilt as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the filter tilted and struts perforated the ivc wall, abdominal aorta, and lumbar vertebra. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.